Event description:
It was reported that the patient exhibited an infection of the implantable cardioverter defibrillator (ICD) pocket, along with pocket pain and purulent discharge. The ICD was explanted and pharmacological intervention was utilized to resolve the outcome. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).